Manufacturer narrative:
(B)(4). One used safeday IV set, without packaging, was received for evaluation. The set was received attached to a 0.9% sodium chloride excel bag, and a secondary set was piggybacked to the proximal safeday injection site. The secondary set was attached to a pab bag of sodium chloride injection. In addition, eight unused samples in original packaging, indicating the reported lot number 0061311557, were received for evaluation. The returned used sample was subjected to an air pressure (leakage) test with acceptable results. There were no leakages observed. However, in an attempt to duplicate the reported incident, the safeday set and secondary set were set-up and primed in the manner in which they were received from the facility. The set was then allowed to run via gravity and an immediate leakage of droplets was observed from the vent holes at the bottom of the proximal piggybacked safeday injection site. The safeday set was then subjected to a second air pressure test, with the additional condition of accessing the proximal safeday injection site with a syringe. Leakage was able to be observed at the proximal safeday injection site. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. The investigation into this reported event is ongoing. Following the receipt of additional information and/or completion of the investigation a follow-up report will be filed.

Event description:
As reported by the user facility: reports had two sets leak at the upper y-site while infusing; one caused a chemo spill as infusing etoposide, the other was sodium chloride. During a follow-up call to the facility, the reporter confirmed there was no injury to the patient or staff, and no intervention was required as a result of the incidents. The chemo only spilled onto the floor and a chemo spill kit was used to clean up. The reporter did not know the exact location of the leaks, but stated that both sets leaked at the same place.